Event description:
It was reported that the patient presented to the emergency room due to feeling phrenic nerve stimulation from the left ventricular (lv) lead. Follow-up information confirmed that there were programmed high outputs due to the physiological needs of this patient. No action was taken to resolve the issue. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m62 lead implanted: (B)(6) 2014; 5076-52 lead implanted: (B)(6) 2014. (B)(4).